Event description:
While performing an onsite evaluation of the device, it was identified by a philips field service engineer (fse) that the rubber buttons were worn away and unreadable. There was no patient involvement.